Event description:
The patient reported having a "problem" with the device; when standing up, the patient's heart rate goes "way up", and when sitting down, the heart rate drops low. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.